Event description:
A physician reported a pt who was skin tested with negative results. The pt was treated in the nasolabial folds and oral commissures (dates not provided), and some weeks later developed induration and "lumps" at injection site. Topical corticosteroids were applied and one of "lumps" was injected with triamcinolone. The pt was examined and follow up on 9 sept 1999. The physician noted a subcutaneous cyst (like an acne cyst), far superior to the injection site-not in an area injected. The pt also described "pimples" around the injected oral commissures. The physician planned to prescribe antibiotics and inject the cyst with triamcinolone. The physician diagnosed the symptoms as hypersensitivity.